Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: visual inspection: the hexagonal screwdriver (p/n: 314.25, lot #: unk) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the tip was broken. There were scratches on the device but have no impact on the device functionality. Additionally, the handle was found to be discolored. No other issues were observed with the returned device. Device failure/defect identified? Yes dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current revision of drawings were reviewed -hexagonal screwdriver for 3.9mm locking bolts: current revision since the lot is unknown, exact manufactured date of the device was not identified. So, only the current revision of drawings was reviewed complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the hexagonal screwdriver (p/n: 314.25, lot #: unk) as the tip was broken. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the following product was found broken: aluminum case, depth gauge, t-handle with quick coupling, two cannulated hexagonal screwdriver, and hexagonal screwdriver. Attached to cannulated power shaft is a large quick coupling that needs to repair. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This complaint involves (6) devices. This report is for (1) hexagonal screwdriver for 3.9mm locking bolts. This report is 5 of 15 for (B)(4).